Manufacturer narrative:
(B)(4). Final pump analysis revealed no anomaly found; normal device function. Final catheter analysis revealed catheter leakage-hole. Holes were found in the 22.6 cm sc assembly segment in an area 7.6 cm from the proximal end. The holes appeared to be consistent with a possible needle stick. In this same area (8 cm from the proximal end) a couple of gouges in the catheter material were seen.

Event description:
The pump and catheter were returned to the MFR with no add'l info. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.